Event description:
It was reported that 1.5 months post endovascular stent assisted coil embolization procedure of a cerebral aneurysm, patient was reported to have experienced focal motor seizer since the end of april. MRI of the brain performed on 17th june finally revealed a lesion, supplementary examined with contrast on 25th may, also showed contrast enhancement. Brain biopsy was performed to clarify the suspicion of a pathogen related vasculitis. Foreign body vasculitis was diagnosed and based on histopathological findings type of the foreign material was found to be filamentous. Exact determination of the foreign material has not yet made. It was not confirmed that the issue was caused by the subject coil. No additional information is available.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that an intracranial endovascular coil embolization assisted stenting procedure was performed in which the subject coil was used and post procedure, the patient was reported to have seizures. MRI of the brain revealed a lesion which was supplementally examined with contrast and showed contrast enhancement. A biopsy was performed and based on histopathological findings of "filamentous material", a diagnosis of "foreign body vasculitis" was given. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
This is 3 of 3 reports. The device is not available to the manufacturer.

Event description:
It was reported that 1.5 months post endovascular stent assisted coil embolization procedure of a cerebral aneurysm, patient was reported to have experienced focal motor seizer since the end of april. MRI of the brain performed on 17th june finally revealed a lesion, supplementary examined with contrast on 25th may, also showed contrast enhancement. Brain biopsy was performed to clarify the suspicion of a pathogen related vasculitis. Foreign body vasculitis was diagnosed and based on histopathological findings type of the foreign material was found to be filamentous. Exact determination of the foreign material has not yet made. It was not confirmed that the issue was caused by the subject coil. No additional information is available.